Event description:
Boston scientific crm received information that at a follow up appointment 8 months ago, the battery status of this device read 2.5 years remaining. At the current follow up, the battery status reads 1 year remaining. During the first follow up, the patient was in atrial fibrillation and at the current appointment they were not. Boston scientific technical services was consulted and stated that based on the programmed settings and that the patient is 100% paced it does not sound like a depletion anomaly. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Additional information became available that this device was explanted for normal battery depletion and successfully replaced.

Event description:
Additional information was received as a result of a memory download that was sent in and analyzed by boston scientific engineers. The results, based on device memory data and historical usage, indicated that normal battery depletion has been observed to date and that there is no indication of a device anomaly.

Manufacturer narrative:
A device memory download was submitted to boston scientific technical services for review. The disk analysis showed that there were no resets, and the battery status was good. The magnet rate is at 100bpm and the battery remaining is at 20%. It was determined that this device is depleting normally for the reported programmed settings.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.